Event description:
The end user reported that she could not get the durahesive wafer off without stripping her skin, which she described as raw and bleeding small amount in spots. She mentioned tha ther local pharmacy sent her durahesive wafer instead of her normal stomahesive wafer. She was advised how to crust area with stomahesive powder and barrier wipes.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date should additional information become available a follow up report will be submitted.